Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01328 for a description of the other device. The second device was not initially reported at the same time as MFR report #3005099803-2010-00988. The device was received along with the original device on (B)(6), 2010. Follow-up with the complaint reporter determined that they were used in the same procedure, and experienced the same problem. It was reported to boston scientific corporation that two resolution clip devices were used during a polypectomy procedure for hemostasis. According to the complainant, the clips were opened, and were then placed into the tissue. The visibility was bad, and when they pulled the sheath outside of the patient, they saw that the clips were still on the sheath in the closed position. They do not believe that the clips were pulled off of the tissue, as there was no tissue damage reported. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01328 for a description of the other device. The second device was not initially reported at the same time as MFR report #3005099803-2010-00988. The device was received along with the original device on (B)(6), 2010. Follow-up with the complaint reporter determined that they were used in the same procedure, and experienced the same problem. It was reported to boston scientific corporation that two resolution clip devices were used during a polypectomy procedure for hemostasis. According to the complainant, the clips were opened, and were then placed into the tissue. The visibility was bad, and when they pulled the sheath outside of the patient, they saw that the clips were still on the sheath in the closed position. They do not believe that the clips were pulled off of the tissue, as there was no tissue damage reported. The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Upon investigation, it was noticed that there was a kink near the handle. The clip assembly was deployed and not returned with the device. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. Taking into consideration the thorough evaluation, and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).